Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to an unstable flexion gap. The initial surgery took place in 2009.

Manufacturer narrative:
This report is being amended to reflect changes in sections: no devices were received; therefore, the condition of the components is unknown. Photographs received with the complaint show that foreign material or bony ingrowth is present on the anterior surface of the femoral component. Review of the device history records for femoral component did not find any deviations or anomalies. This device is used for treatment. Revision op-notes were received. Review of the revision notes confirms that the patient underwent a right total knee arthroplasty due to loose flexion gap. During surgery, it was noted that the primary surgeon had not used distal plug and hence full revision was done. It was also noted that the femur was grossly undersized and hence it was upsized. It was also reported that after the components were placed during the surgery, excellent extension and flexion stability was achieved. After the final components were placed, patient was in stable condition post-op. From the information provided, it can be concluded that the undersized femur from the primary surgery could have led to unstable flexion gap due to which patient was revised.